Manufacturer narrative:
(B)(4). Evaluation method: (film). Evaluation results: inherent risk of procedure (stent graft migration, endoleak). Patient's condition affected effectiveness of device (aortic neck dilatation, angulation and disease progression). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (aortic neck dilatation, angulation and disease progression).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm five years ago. Aneurysm morphology from the time of implant is unknown. It was reported that follow-up imaging approximately one month ago revealed that the stent graft migrated into the aneurysm sac with a large proximal type I endoleak present. The stent graft migration was attributed to disease progression with neck dilatation. Currently the aortic neck measures 27.3 - 30.7mm in diameter and it is 12mm long. The patient was treated with a 32x16x124 endurant bifurcated stent graft six days later. An endurant 16x16x199 iliac limb was implanted on the left contralateral side and extended into the left internal iliac artery. An endurant 16x16x124 was implanted on the right side to extend the stent graft to the right internal iliac artery. The proximal type I endoleak was successfully resolved. No additional clinical sequelae were reported and the patient is fine. Review of returned 3d images post-implant confirmed that the stent graft was in the aneurysm sac. The proximal neck appears very angulated. Earlier follow-up images were not provided; however, it is likely that neck dilatation and angulation contributed to the migration.